Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they did not receive a low battery alert. The customer¿s blood glucose level was 131 mg/dl. Troubleshooting was performed for off no power and noticed that they changed the battery but issue was not resolved. The insulin pump will not be returned for analysis.